Manufacturer narrative:
Device met all manufacturing specifications. No nonconformances noted in manufacturing process. Device was manufactured on deviation d-0234, which allowed the use of epoxy after expiration date. The expiration date is set to ensure that the epoxy is fluid enough to be able to be applied during manufacturing processes. Expired epoxy was qualified under released qualification procedures to ensure that it met all requirements for useability and curability. (B)(4)

Event description:
- Patient reports exposed sound processor immediately posterior to the pinna. - surgeon evaluated the exposed processor and noted that the sp has shifted anteriorly, drifting from its initial spot in the sound processor well, and it pressing on the pinna. - surgeon does not see any signs of infection. History: on (B)(6) 2012 - initial implant, no related issues. On (B)(6) 2012 - fitting, no mention of skin irritation or breakdown. On (B)(6) 2012 - fitting, no mention of skin irritation or breakdown. On (B)(6) 2014 - fitting, no mention of skin irritation or breakdown. On (B)(6) 2014 - fitting, no mention of skin irritation or breakdown. On (B)(6) 2015 - battery check, no mention of skin irritation or breakdown. On (B)(6) 2015 - battery replacement surgery. On (B)(6) 2016 - envoy receives report of onset of dehiscence over sp. On (B)(6) 2016 - revision surgery to remove sp and allow healing. Surgeon plans to implant a replacement sp once healing has sufficiently progressed.